Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has grover's disease and the lifevest exacerbated the skin condition. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone cream for the skin irritation. Follow up indicated that the skin irritation improved.